Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw) oversensing. The ra lead sensitivity was re-programmed and the lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited chronic low p waves.